Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause mlc-20 user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer is concerned that she is getting different readings. Customer is concerned with tests results from results obtained of 122, 177, 190, 178, 167, 246 and 172 mg/dl; results of 190 and 178 mg/dl were back to back non-fasting results. The customer stated that she is testing same hand, different fingers. The customer's expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 180 mg/dl and 189 mg/dl using the meter. The product is not stored according to specification and is stored in the kitchen (storage information was not obtained until after the blood test was performed by customer). The test strip lot manufacturer's expiration date is 04/30/2021 and open vial date is 04/2019. The meter memory was reviewed for previous test result history: (B)(6).